Manufacturer narrative:
Customer reported that use error led to entering a bg value into the carbs field but customer caught the error and stopped the entire bolus from delivering 45 seconds into the delivery. Customer reported that bg level was not impacted as previously stated.

Manufacturer narrative:
The product has not returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
Customer alleged that the pump was not accurately calculating bolus deliveries although customer admitted in some instances incorrectly inputting blood glucose value into the carb field. Customer stated that this issue has lead to low bg levels but could not provide specific dates.